Event description:
During his routine pacemaker evaluation on 7/20/98 the bipolar lead impedance of his vascor 111-256 ventricular lead was significantly lower, measuring 504-522 ohms. The resistance had typically ranged from 828-950 ohms since 3 months post implant. During surgery 3/31/97 the resistance was 780 ohms. Thresholds obtained on 7/20/98 were excellent and stable and there was not any other sign of impending failure. The pt was asked to return in 1 month for re-evaluation due to the lower resistance. He presented on 8/17/98 with total lead failure. His heart rate was 40 and he was very asymptomatic. The bipolar resistance measured "low ohms" on multiple interrogations. Total non-capture persisted at 8.1 volts at 1.0 msec. Bipolar. Reprogramming to unipolar regained capture, but the unipolar resistance was markedly reduced at 283 ohms, indicating impending failure in unipolar. The pt was admitted to the hosp and will undergo lead replacement surgery.